Event description:
Per the audiologist, the pt's parents reported that the body worn controller (part of the sound processor) "sparked" and got "very hot" when a battery was inserted. A new controller was sent to the parents. The audiologist reported via e-mail in 2008, that "everything was working fine" in 2008, and that the parents had not contacted her with any other battery issues. The audiologist also reported that, during the initial incident, "the family realized the controller was getting hot before it hurt him. [The audiologist was] not sure whether it was hot enough to burn him but [the parents] were definitely concerned with the temp." The MFR requested the equipment be sent back. However, it was not returned to the attention of the analysis team and was discarded.

Manufacturer narrative:
Cochlear ltd. Has an ongoing investigation into battery faults. This is a final report, filed on august 20, 2008.